Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a lead safety switch had occurred for this right ventricular and atrial leads. A review of the daily measurements did not reveal any out of range measurement. Impedance, thresholds and amplitude measurements displayed normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).